Event description:
It was reported that the implantable neurostimulator (ins) was explanted and replaced due to recharging difficulties. It was stated that the ins went into overdischarge a "couple of times." Dissatisfaction with the recharging process was expressed. Limited troubleshooting was completed before the device was explanted. Prior to the explant of the device, only two contacts were reported as "high." Follow up information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3888-45, lot# v083357, implanted: 2008 (B)(6), product type lead, product ID 3888-33, lot# v162256, implanted: 2009 (B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2008 (B)(6), product type recharger, product ID 3708220, serial# (B)(4), type extension product ID 37082-20, serial# (B)(4), implanted: 2008 (B)(6), product type extension, product ID 3487a-56, lot# j0337604v, implanted: 2003 (B)(6), product type lead, product ID 3487a-56, lot# j0337604v, implanted: 2003 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
Conclusion: patient and device codes have been updated. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up from the health care provider reported the cause of the event was because the patient had been having trouble recharging and it "got worse." The event was attributed to the implantable neurostimulator (ins) and recharger due to being unable to fully charge. It was noted two contacts had abnormally high impedances on one lead. It was noted there were numerous reprogramming occasions but they were unsatisfactory. It was noted there was a replacement of the generator and they were able to get good readings off leads when connected to external cable but it was noted they were unable to get good contact with one channel of the new generator. It was suspected there was fluid or tissue in channel but they were unable to visualize. The surgeon went ahead and implanted with expecting fluid or tissue would dry and impedances would normalize. It was noted, the patient had respiratory failure on the operating room table and spent the evening in the hospital. There was no injury to the patient and it was noted as a serious life threatening injury/illness and the patient recovered without sequela. It was noted, the patient requested a revision again as high impedances were on all contacts of the lead. Follow up reported, the patient had an anesthesia complication and was over sedated without proper airway control and they went into respiratory failure. The procedure had to be aborted and the patient spent the night in the hospital. It was not a full code, the patient was able to be intubated and recover in the intensive care unit. It was noted there was no sequela. Further follow up reported the respiratory failure was during the device replacement surgery. It was also noted that the new device was planned to be replaced but was not scheduled. Refer to manufacturer report # 3004209178-2012-11145 for report on new ins.

Manufacturer narrative:
(B)(4).